Event description:
It was reported that the procedure on (B)(6) 2012 was to treat a patient with a subacute st elevation myocardial infarction (stemi) caused by a coronary one-vessel disease in the right coronary artery (rca). The mid rca showed a 90% stenosis (but still timi iii flow); the distal rca near the ostium to the acute marginal branch (am) was 99% closed with only minimal residual flow. Pre-dilatation of the rca ostium was performed with a 2.5x15mm balloon with a good result, but 50% residual stenosis. The 3.5x12mm implant was deployed at 14 atm, reducing the residual stenosis to 0%. The am was pre-dilated with a 1.5x20mm balloon, followed by deployment of a 2.5x23mm xience stent (unknown type) in the distal rca. As the flow worsened distally of the xience, additional dilatation was performed. The end result on the angiogram showed 0% residual stenosis in the distal rca.

Manufacturer narrative:
(B)(4). The reported patient effect of ischemia, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.